Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was ¿not delivering insulin¿. Customer performed a pump reset, reloaded the cartridge and resumed insulin delivery. Customer declined to provide further information and declined tandem technical support¿s offer to perform a pump system check. Blood glucose was in the 300 mg/dl range.